Event description:
It was reported the system would not power on, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The surge suppressor was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.